Event description:
During a tubal ligation procedure, the bipolar forceps would not work. There was no delay in surgery. A disposable trisector was used to complete the case. There were no patient complications that occurred.